Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine follow-up, the right ventricular lead exhibited low bipolar impedance and unipolar pacing which caused pectoral muscle stimulation. Surgery was performed and an insulation anomaly was noted. The lead was capped and replaced.